Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a motor (rewind issue) issue. It was reported that the piston rod was not retracting. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the insulin delivery could be affected.

Manufacturer narrative:
Follow-up #1 date of submission 02/02/2017 - correction to serial #.

Manufacturer narrative:
Follow-up #1: date of submission 10/11/2016 - device evaluation: the pump has been returned and evaluated by product analysis on 09/19/2016 with the following findings: a review of the pump¿s black box and alarm history showed no evidence of a rewind issue. During testing, the pump successfully completed the rewind, load cartridge, and prime steps and the pump was exercised for 24 hours with no rewind issue occurring. The keypad buttons were found to respond appropriately. The complaint of a rewind issue was not duplicated during investigation. There was no defect found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).